Event description:
A physician reported that the rrigation issue and some what collapsed is observed during vitrectomy surgery. The surgery was completed on the same day with continuation of the same product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).